Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 528mg/dl. The customer stated that she revert to back up plan because her insulin pump was not functioning, and she was treating with novolog, but still was not able to control her blood glucose very well. The customer stated that the insulin pump alarmed button error, and she was disconnected from the device before her admission. The customer requested assistance with her insulin pump settings off on the care link. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.